Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set was fell off during use on (B)(6) 2024. The infusion set was in use for less than one day during first 2 events and less than 2 days during third event. No further information available.

Manufacturer narrative:
Device 1 of 3.